Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a contralateral approach was made, and a guidewire (chevalier tapered 15, fmd) was advanced to the pseud lumen, so it was replaced with a chevalier universal 300 (complaint product 1) using a micro catheter (caravel, asahi intecc). Then an outback elite 120cm re-entry catheter was delivered to the lesion and the chevalier universal 300 was lead to the true lumen. When the outback attempted to be removed, there was resistance felt and both the chevalier universal 300 and the outback came out from the patient. The physician attempted to insert them again, but several kink conditions were confirmed on both products. Therefore, they were replaced with new products. The procedure was finished successfully. There was no reported patient injury. Excessive force was not applied to the device during withdrawal from package. The device was prepped per the IFU. There were no visible signs of device/package damage prior to use. The products were clinically used and they will not be returned for analysis. The patient¿s information was unknown. The target lesion was right superficial femoral artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. The device was stored and handled per the instructions for use (IFU).

Manufacturer narrative:
Complaint conclusion: as reported, a contralateral approach was made, and a guidewire (chevalier tapered 15, fmd) was advanced to the pseudo lumen, so it was replaced with a chevalier universal 300 using a competitor micro catheter. Then, an outback elite 120cm re-entry catheter was delivered to the lesion and the chevalier universal 300 was lead to the true lumen. When the outback was attempted to be removed, resistance was felt and both the chevalier universal 300 and the outback came out from the patient. The physician attempted to insert them again, but several kinked conditions were confirmed on both products. Therefore, they were replaced with new products. The procedure was finished successfully. There was no report patient injury. Excessive force was not applied to the device during withdrawal from the package. The device was stored and handled per the instructions for use (IFU). The device was prepped per the IFU. There were no visible signs of device/package damage prior to use. The patient¿s information was unknown. The target lesion was the right superficial femoral artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 17665573 was performed and it was found that no issues were noted that were considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instruction for use, users are cautioned that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atm to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback catheter. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.